Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/14/2010 and 10/19/2010 by phone, fax, and mail. A completed questionnaire was received on 10/26/2010. (B)(4).

Event description:
A consumer reported having cloudy vision four months following intraocular lens (iol) implant surgery. Before experiencing cloudy vision, she stated that her vision was great. A yag laser treatment was performed which cleared her vision. Then, one month later, her vision became cloudy again. The consumer also reported that during an examination, the surgeon told her that she had inflammation in the back of the eye; and that the lens "looked good" and not defective. She was treated with medication. In a follow-up, the technician reported the patient showing slight cystoid macular edema (cme). In the surgeon's opinion, the device did not cause/contribute to the events.